Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a rapidcross pta balloon with a non-medtronic 7fr x45cm sheath to treat a fibrous lesion with 50% stenosis in the moderately tortuous mid tibial/popliteal trunk. The device was prepped as per the IFU with no issues identified. Negative prep was performed. No resistance was experienced when advancing with the device. The device was not passed through a previously deployed stent. It was reported that a pinhole balloon burst occurred during the inflation of the device with a non-mdt device and isovue contrast and heparinised saline to 2atm. The procedure was competed using another 3x80 nanocross balloon. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.